Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had pocket erosion. The pulse generator was exposed and had eroded through the skin of the patient. The device was explanted. More information was requested but not provided.